Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10 mm x 2.0 mm flextome¿ cutting balloon¿ was selected for use. During the procedure, when device was used to perform pre dilation for 10 seconds, it was noted that balloon ruptured at 12 atmospheres during the third dilation. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.